Event description:
It was reported the atrial lead was removed and replaced due to a breach in the insulation, low impedances and noise. It was also noted the atrial and ventricular leads were inappropriately pacing during an ablation when programmed to a non-pacing mode. The patient has reported tingling and burning in the pocket area. The ventricular lead was also removed and replaced, and the device was removed and replaced due to a device upgrade. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.